Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received no delivery alarms. Customer could not remember reason for no delivery alarms. Insulin pump passed self-test. Customer reported of being hospitalized in (B)(6) 2014 due to infusion set becoming disconnected without customer's knowledge. Customer was wearing insulin pump on his back. Blood glucose at the time of hospitalization was unknown. Customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer was hospitalized for two days.